Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) would not turn off. It was further reported that it had shut down but came back on, and the lower liquid crystal display (lcd) was illegible. The epg was returned for service. There was no patient involvement.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) would not turn off. It was further reported that it had shut down but came back on, and the lower liquid crystal display (lcd) was illegible. The epg was returned for service. There was no patient involvement.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) would not turn off. It was further reported that it had shut down but came back on, and the lower liquid crystal display (lcd) was illegible. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed functional testing. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, one bail cover was broken, one bail cover was missing, the ring cover was missing, the lead flex cover was contaminated, one board interconnect flex cable was corroded, the atrial output connector was defective, the patient cable would not fully insert and lock in place, the battery contacts were compressed, one bail was missing, one bail was bent, the ring was missing, the battery drawer was dented and contaminated, the keyboard was scratched, the main printed circuit board was corroded, and the battery flex was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) would not turn off. It was further reported that it had shut down, but came back on and the lower liquid crystal display (lcd) was illegible. The epg was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, one bail cover was broken, one bail cover was missing, the ring cover was missing, the lead flex cover was contaminated, one board interconnect flex cable was corroded, the atrial output connector was defective, the patient cable would not fully insert and lock in place, the battery contacts were compressed, one bail was missing, one bail was bent, the ring was missing, the battery drawer was dented and contaminated, the keyboard was scratched, the main printed circuit board was corroded, and the battery flex was corroded.